Event description:
Tracy duffman reported experiencing several issues with her tandem pump, including rapid battery depletion, an unresponsive touchscreen, delayed insulin administration, and charging difficulties. Despite these problems, there was no adverse impact to her blood glucose level, and tracy felt comfortable continuing to use the current device without needing further follow-up. No additional information was received regarding corrective actions as the case was closed due to the lack of necessary log information to assess the battery issue further.